Event description:
It was reported that noise resulting in increased ventricular rates was observed on the right ventricular lead. No patient symptoms were reported. Device reprogramming was performed.